Manufacturer narrative:
The electrode remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information is provided.

Event description:
Boston scientific received information that one day after this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, the patient received an inappropriate shock as a result of noise being oversensed on the secondary vector. When the system had been tested at implant, the time to therapy was 14 seconds and the induced arrhythmia was sensed and converted with a 65 joule shock. A chest x-ray was performed and it was suspected that the electrode may have dislodged. A revision was performed. Only the sternal incision was opened and the distal tip of the electrode was repositioned. The s-ICD was reprogrammed to primary mode due to the patient's weight and testing revealed no noise present during postural changes. A single manual shock at 10 joules was delivered, yielding a normal impedance measurement of 55 ohms. No additional adverse patient effects were reported. The patient was seen two days later for another follow up and all measurements were normal.